Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added: d8, d9, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the connecting tube was broken by external stress applied to lock lever of the tube, which made it impossible for the tube to be connected. External stress on connecting tube may have been caused by applying force in the wrong direction. A definitive root cause cannot be determined. User can detect abnormality by performing the following inspection. 9 preparation and inspection. 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the endoscope reprocessor accessories connectors were weak, fading, and had cracks along them. Also, a wing completely broke off. There were no reports of patient harm or injury.